Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
Arjo became aware of the citadel plus bed frame malfunction. The customer reported that the side rail was coming apart. The arjo service technician inspected the bed and found taht the lower arm (part of the side rail assembly) was disconnected. Additionally, 2 out of 4 screws holding the plastic panel to the metal plate were ripped off. Photographic evidence provided confirmed malfunction. The bed was in use by a patient. No injury was reported.

Manufacturer narrative:
In the investigated complaint, the circumstances under which the equipment was damaged remain unknown. According to the instructions for use for citadel plus bed (IFU 831.374 rev. 14), the operation of the sides rails should be checked daily. If the result is unsatisfactory, arjo or qualified service personnel should be contacted. The process of gathering and analysing data is ongoing to provide a root cause of the event.

Manufacturer narrative:
The nurse stated that the side rail detached when the patient rolled into it. The provided cause of side rail detachment is in line with the result of manufacturer's investigation. The pushing the s-side panel out from inside of the bed / leaning against side rail e.g. To make additional place on the bed is one of the factors indicated as related to the external excessive force, which must first compromise the integrity of the safety side prior to breaking it. According to instruction for use citadel plus (IFU, 831.374-en rev. 14) safety sides shall be checked every day by a caregiver. If the malfunction is identified, arjo or qualified service personnel should be contacted. To sum up, the side rail detached due to the external excessive force, which must first compromise the integrity of the safety side prior to breaking it. The side rail lower arm was disconnected from the bed's frame, therefore the arjo device did not meet the specification. The complaint was assessed as reportable due to the detachment of the side rail which can lead to a patient fall. There was no indication of the patient involvement. No injury was reported. Describe event or problem was corrected.

Event description:
Arjo became aware of the citadel plus bed frame malfunction. The customer reported that the side rail was coming apart. The arjo service technician inspected the bed and found that the left-hand foot-end side rail had detached. The lower arm of the side rail assembly had disconnected from the frame. Additionally, one of the threaded plates responsible for strengthening the side rail was partially torn off together with the screws securing the plastic moulding. Photographic evidence provided confirmed the malfunctions. The nurse stated that the side rail detached when the patient rolled into it. No fall or injury was reported.

Manufacturer narrative:
The damaged side rail was a hybrid side rail. It was reinforced by increasing the support surface at the points where the screws could be pulled out, through the addition of metal plates beneath the screws. As the threaded plate is placed inside the side rail cover, it would need some force to move it from the side rail assembly. In the complaint at hand, the circumstances under which the side rail was damaged remain unknown. However, analysis of the post market surveillance data showed that the side rail could be damaged due to the collision of the side rail panel with the width extension frame. An investigation at the manufacturer¿s site was conducted to determine whether the dislocation of the metal plate could affect patient safety. The analysis of the results is ongoing. According to the instructions for use for citadel plus bed (IFU 831.374 rev. 14), the operation of the sides rails should be checked daily. If the result is unsatisfactory, arjo or qualified service personnel should be contacted.

Manufacturer narrative:
In the investigated complaint, the circumstances under which the equipment was damaged remain unknown. According to the instructions for use for citadel plus bed (IFU 831.374 rev. 14), the operation of the sides rails should be checked daily. If the result is unsatisfactory, arjo or qualified service personnel should be contacted. The manufacturer performed tests to establish the root cause of the damage. The analysis of the results are ongoing.

Manufacturer narrative:
According to instruction for use citadel plus (IFU, 831.374-en rev. 14): according to the instructions for use for citadel plus bed (IFU 831.374 rev. 14). The operation of the sides rails should be checked daily. If the result is unsatisfactory, arjo or qualified service personnel should be contacted. The process of gathering and analysing data is ongoing to provide a root cause of the event.